Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 6) occurred. Reportedly, the customer had not followed the prompts during the load sequence and the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer's blood glucose level was approximately 130 mg/dl. Customer reloaded the cartridge onto the pump to address the alarm.